Manufacturer narrative:
The customer canceled the svc call. The reported problem was resolved by the customer. No add'l svc info was provided.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.